Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: a proximal portion was received measuring 8.5 cm. And a distal portion was received measuring 48.5 cm. The inner insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo. (B)(4).

Event description:
The lead was returned to the manufacturer with no information and subsequently tested out of specification. Additional information regarding the reason for removal has been requested, but is not available. No patient complications have been reported as a result of this event.